Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22g insyte autoguard bc IV catheter from an unknown lot number. In addition, two photographs were received. The IV catheter tubing was received in two segments, which was consistent with the device shown in one of the two photos. The other photo showed a hand with what an open wound on the side of the thumb, which may have been the insertion site. The adjoining ends of the catheter were microscopically examined. Striations and sharp edges were noted on a portion of the surfaces, which is consistent with a sharp instrument cut. The observed features suggest that at least a portion of the tubing may have been sheared perpendicular to the tubing axis; however, it could not be determined when the tubing was damaged. As the damage was noted during use, the damage may have inadvertently occurred during or after the insertion process. The instructions for use state, "do not use scissors or other sharp instruments at or near the insertion site." Catheter damage can also occur during manufacturing; however, visual inspections and sampling plans mitigate the occurrence of this type of damage. Although your reported issue was confirmed, a definite root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global catheter breaks. The following information was provided by the initial reporter, translated from korean to english: a dialysis patient visited the hospital emergency room and had a catheter inserted into his thumb. The catheter was removed due to leakage in the area. The catheter breaks and remains in the body. The catheter is found within the insertion site and removed surgically.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.